Event description:
Pt having a multi-level spinal fusion that required use of bone graft material specifically orthoblend which is a medtronic product that comes in 5 and 10 cc amounts. For this case dr requested 30 cc of orthoblend. The boxes & inside packages were shown to the scrub tech prior to opening and all product descriptions, amounts & expiration dates were verified between the circulator & the scrub. The orthoblend was passed sterily to the field in its silver packages x3 (contents not visible) and the scrub tech continued their set up while the patient was positioned. Several minutes later when the scrub opened the silver orthoblend packages it was discovered that 1 of the 3 packages contained allograft that was discolored (brownish) as compared to the other 2 which were normal (beige) in color. The surgical team decided to discard the brownish colored bone graft ( orthoblend) and open a new box of 10 cc orthoblend. All bone graft labels are required to be placed on the implant sheet. At this time it was impossible to state which box had the discolored bone graft because all 3 were opened at the same time.